Manufacturer narrative:
Device was not returned. Product available to stryker; returned to manufacturer on; reason for no evaluation. An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The exact cause of the event could not be determined as insufficient information was provided. Further information such as device return is required to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation for this event is required at this time. Not available.

Event description:
Surgeon broke a tibial insert during trailing. He also had trouble seating the real tibial insert implant. He felt it was not properly seated and wasted 2 inserts in the process. He felt the medial side was tight and was causing the insert to go in at an angle. Surgeon did not feel there was anything wrong with the implants. The third insert seated properly and locked in to the tibial tray.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon broke a tibial insert during trailing. He also had trouble seating the real tibial insert implant. He felt it was not properly seated and wasted 2 inserts in the process. He felt the medial side was tight and was causing the insert to go in at an angle. Surgeon did not feel there was anything wrong with the implants. The third insert seated properly and locked in to the tibial tray.